Manufacturer narrative:
Initial.

Event description:
It was reported that during a supply change using contact detach 23-inch, 6 mm infusion sets, the user was unable to attach the connector, and after being instructed to use a new connector, the new connector attached successfully, indicating a fitting problem involving the connector/coupler with blood glucose unaffected. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided by the user. Investigation of this case revealed a mechanical problem consistent with a fitting problem localized to the connector/coupler. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.